Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision of a total ankle component was conducted due to painful lucency 14 months post implantation. Patient had an ingrown toenail several months post implantation, but no evidence of infection in the ankle joint. Device was revised with another total ankle 14 months post implantation due to painful lucency. No other treatment or intervention was reported. No environmental conditions were reported. Attempts have been made and no further information has been provided.